Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and pain involving an unknown other hip screw was reported. The event was not confirmed. Method & results:  device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted screw with nothing remarkable to report. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and device identification and device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision for pain and elevated cobalt levels. Cup, screws, liner, insert, and head were removed. Competitor cup implanted with constrained insert and a modular ceramic head was implanted on the stem. Surgeon noted that liner was not seated properly in cup.